Manufacturer narrative:
Concomitant medical products: 419688 lead, implanted: (B)(6) 2009. 419588 lead, implanted: (B)(6) 2009. Dtba1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead integrity alert went off. There was a suspected fracture as the lead exhibited noise and counts to the sensing integrity counter (sic). The lead was turned off and was subsequently capped and replaced. No patient complications have been reported as a result of this event. On 2019-03-14 it was further reported that the right atrial (ra) lead dislodged during the rv lead revision. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.